Event description:
It was reported that when the pump was being interrogated the logs showed a pump memory error. Specific details were not provided. Electro-magnetic interference was present at the time. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.